Event description:
It was reported that when the lumbar drain was removed from the pt in 2003, a piece of the catheter broke off and remained in the pt's back. The fragment was surgically removed 2 days later.